Manufacturer narrative:
(B)(6)

Event description:
(B)(6). It was reported that a transcient ischemic attack occurred. On (B)(6) 2017, a 30mm watchman laa closure device was successfully implanted during a laa closure procedure. On august 19,2018, the patient experienced a transient ischemic attack. A magnetic resonance imaging (MRI) and transesophageal echocardiogram (tee) were performed. The patient was treated with intravenous (IV)/ intramuscular (im) medication change/adjustments.

Event description:
Salute clinical study. It was reported that a transcient ischemic attack occurred. On (B)(6) 2017, a 30mm watchman laa closure device was successfully implanted during a laa closure procedure. On (B)(6) 2018, the patient experienced a transient ischemic attack. A magnetic resonance imaging (MRI) and transesophageal echocardiogram (tee) were performed. The patient was treated with intravenous (IV)/ intramuscular (im) medication change/adjustments. It was further reported that on (B)(6) 2018, heparin was administered for a suspected thromo-embolism. On (B)(6) 2018 the patients aspirin dose was increased at the admission and continued until repeated MRI the suggested cause of tia was thrombo-embolism. On (B)(6) 2018 oral anti-cogulation was started to replace heparin for a treatment of thrombo-embolism.

Manufacturer narrative:
(B)(6).